Event description:
It was reported that during a right ventricular outflow tract - (rvot) procedure, a patient suffered a cardiac tamponade requiring pericardiocentesis after a cardiac ablation procedure. Three burns were performed at 30 watts. Arrhythmia was terminated and the procedure was finished. The patient stayed in hospital for overnight. There is no claim of device malfunction and the physician did not believe any of the equipment to be responsible of this event. Multiple attempts were done to request for further details of the event. However no additional information has been provided. Since the bwi products were present during this procedure, bwi takes conservative approach and reports this event under the catheter.

Manufacturer narrative:
Additional information received from the customer on february 23, 2015 that was stated the patient was (B)(6) female with (B)(6) weight. In addition, the last ablation cycle time at the site of injury was 60 seconds.

Manufacturer narrative:
The concomitant products: carto 3 system, model# m-4800-01, serial # (B)(4); ep - shuttle rf generator system, model# 39d-76x, serial # (B)(4), cool flow pump, model# m-5491-01, serial # (B)(4). (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).